Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0fvp2, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had a flare up of their symptoms following a spicy meal. Their bladder spasmed from five to ten. The patient had to cut down on liquids and only drank water and non-acidic juice. The patient was worried they had a urinary tract infection. The spasms got worse and worse. Anti-inflammatory remedies and increasing stimulation to 1.5 v did not resolve the issue. Increasing stimulation usually resolved the spasms. The patient was going to the bathroom every twenty to thirty minutes. The patient normally had relief sixty-five percent of the time and went every one to three hours. The patient also experienced inflammation, urgency, and pain that were not resolving with stimulation. Increasing stimulation resulted in pressure in their right labia. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.